Event description:
It was reported that the ventilator shut down while it was connected to a patient. The patient was bagged and the ventilator was replaced. There is no reported patient injury. (B)(4).